Event description:
It was reported the x3 monitor fell onto the nurse and patient. Per the nurse, the patient was awake, responsive, cooperative, partially communicative, but appeared disoriented. The patient was repeatedly pulling on the monitor leads, though the nurse reminded the patient to refrain from doing this. The patient continued to pull on the cords and the monitor came loose from the mount, partially falling onto the attending nurse and then onto the patient's upper left temple, resulting in swelling and hematoma. The swollen area was cooled and the patient received pain medication (pcm) and a CT scan. Neurological checks were performed and were unremarkable. Based on this information, there was no laceration present, but the injury was a hematoma.

Manufacturer narrative:
Analysis was performed by a remote service engineer (rse), who spoke to the customer. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e: (B)(6).